Event description:
According to the op report, this valve was explanted along with a sjm mitral valve due endocarditis and aortic regurgitation. Intraoperative tee revealed "severe" aortic valve stenosis. At explant, there was a "small" amount of clot at both hinge mechanisms. Once the valve was removed, a "moderate" amount of clot and fibrinous material were noted on the ventricular side. A specimen was obtained for gram stain and culture. Multiple clots were also removed from the wall of the left ventricle. The aortic valve was replaced with a 26 mm lifenet allograft. An infected pulse generator and transvenous "av" leads were also removed and replaced. All gram stains obtained intraoperatively were noted to be negative and the patient was transferred to the ICU in stable condition.